Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Concomitant medical product: filter; syringe.

Event description:
The customer reported that fluid leaked just below both the valve and luer of the pcea set during an epidural infusion resulting in inadequate pain control. It was reported that the set was changed at 0215 and the patient required unspecified increased boluses via epidural catheter. The patient continued to experience pain and it was noted that the second set was leaking. The physician was notified and discontinued the catheter and proceeded with a second epidural procedure at 0445. There was no report of cracks on the set. The event occurred in (B)(6).